Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports that the insulation on wire broken and there was an issue with the connection.

Manufacturer narrative:
The device history record (DHR) was reviewed for product 22660pc, lot # 616634x. All defib electrode and subassembly components met the required quality assurance tests and acceptance criteria to completely satisfy the manufacturing requirements per the product specification. No issues were reported for this production lot. The wire assembly with connector underwent 100% system dielectric screening prior to assembly into the finished. If they is any damage to the wire insulation the assembly would fail and be culled out. As part of the final assembly process of the defib electrode each defib electrode set is tested for continuity to ensure that the connector/gel body assembly is capable of conducting current, and that it demonstrates electrical continuity. Should this continuity test fail the product would be discarded. Quality assurance testing included an array of electrical tests on the final defib elect rode assembly; dc offset voltage, ac small signal impedance, defibrillation recovery, noise, large signal impedance, simulated defib recovery, pacing impedance, pacing offset voltage, wave form duration and pacing energy loss were performed. Lastly, prior to packa ging the final defib electrode assembly the product is 100% visually inspected which includes the wire portion of the electrode. The actual defib electrode was returned for evaluation. The wire insulation was confirmed to be damaged. It was also noted that the pouch appeared to be in a poor condition. The pouch was extremely worn, had wear marks. The pouch appeared to be stored under an object as the pouch print was worn off and there were crease/wrinkles in the pouch and the electrode within the pouch had damaged (dents/fold marks). It was also noted that the insulation damaged was located near the attachment plug. The customer did not provide any information as to if the defib electrode had been pre-connected into a defibrillator and awaiting use. The customer returned electrode/pouch with pre-connect lead was not contained within the outer protective polybag. As the lot number was provided the production retains (5) were visually evaluated for similar damage in relation to the customer described event and the provided electrode/pouch. The production retains were found to have no damage, all insulation was intact. The evaluation concluded that the damage is most likely due to improper handling and/or storage of the product. This complaint is not confirmed for 22660pc, lot 616634x, as the result of this investigation there no manufacturing related root cause that could be determined. The most likely potential root cause is improper handling and/or storage of the defib electrode at the end user facility. To reduce and remove the incidents of damage electrodes please ensure that the product is properly stored. The electrodes should be stored in their sealed protective pouch in a cool dry place, and should be kept away from sunlight. The packaging also indicates that the product should not be used if the pouch is damaged. The pouched product should not be crushed, folded, or stored under heavy objects. As previously stated product evaluation found the pouch to be in poor condition (appeared to be stored under an object as the pouch print was worn off and there were crease/wrinkles in the pouch and the electrode within the pouch had damaged, dents/fold marks). This complaint is not confirmed; consequently, there are no further corrective or preventive actions required at this time. Further trending will be performed for similar reports. If information is provided in the future, a supplemental report will be issued.